Event description:
It was reported that after collecting 600 mls of blood, the blood was unable to be transferred to the blood bag. None of the collected blood was able to be re-infused. The patient received a blood transfusion from a blood bank as a result of this event.

Manufacturer narrative:
The device was discarded at the account. The device history records, the non-conformance reports (ncr) database and deviation reports were reviewed for the reported lot number for incidents related to the above condition within a 2 weeks period (+/-) from the lot manufacturing date. No related non-conformances or deviation reports were found that could contribute to the failure addressed in this complaint. No process or design changes were found.